Manufacturer narrative:
Device manufacturer date: the device was manufactured in january, 2011 based on the three-digit lot number. The specific date could not be determined with that information. The subject device was sent back to olympus for evaluation. During inspection and testing the customer¿s allegation was confirmed. The gray clip on the orange connector was missing and not returned for evaluation. A review of the device history record was unable to be reviewed for this device since the manufacturing date could not be determined with the available information. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer's investigation, it is likely the connecting tube could not be connected due to detachment of the lock lever by external stress. As for the cause of the external stress, the user may have applied force toward the incorrect direction. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following, which may help to detect the issue: "move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken." Olympus will continue to monitor field performance for this device. Additionally, the metal connector had scratches on the housing. Per the legal manufacturer, this device defect has no potential to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
The customer reported to olympus that during reprocessing it was discovered that the connecting tube cannot be connected to the channel connector in the reprocessing basin. There was no patient harm associated with the event. Follow up was performed and the customer reported that they are able to connect the cable to the oer-elite basin.